Event description:
The customer reported that the save button was not working. This situation is a potential hazard because it results in a loss of data. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.